Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to severe damage of image guide (fiber) bundle and did not function normally in the image function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the u-mount had discoloration; the control unit had corrosion due to water leakage; due to damage to the channel tube, water tightness was lost; the acoustic lens was damaged; the distal end was shaved; the adhesive on the distal sheath had a chip; due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached; and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that on (B)(6) 2023, the evis exera ii ultrasonic bronchofibervideoscope presented with an image problem. This event was not reportable. The issue occurred after the procedure, with no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was (B)(6) 2023. During the evaluation of the device, it was noted that the scope device did not display an image. This report is to capture the reportable malfunction of no image on the display noted at estimation.